Event description:
The physician used the device for marking on breasts before operation for breast cancer. When the physician was operating on one breast the hookwire on the other breast migrated into the intrapleural. Physician stated that the physician did manipulate the hookwire after puncturing many times between CT and operating room. The physician felt this may have been the cause of the trouble. The hookwire was removed during the operation.